Manufacturer narrative:
As the customer did not retain the finished goods lot number; the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the infusion line blocked during a vitrectomy procedure. There was no fluid going into the eye. Then, the infusion worked spontaneously. No system message was displayed. There was no patient harm reported. Additional information has been requested but not received.